Event description:
Device has been explanted.

Event description:
Patient reported a rupture, lump/nodule , pain and edema. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "implants were intact" and "capsular contracture, baker grade IV". Un-reporting rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported a rupture, lump/nodule , pain and edema. This relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "implants were intact" and "capsular contracture, baker grade IV". Un-reporting rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is not related to the device. Pain - ndr: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ¿a big tear on the side of the implant¿, "a lump on the implant¿, ¿sore¿ and ¿swollen boob¿. Healthcare professional later reported "implants were intact" and "grade 4 capsule" later healthcare professional reported rupture confirmed after scan. This relates to the left side. Device has been explanted and replaced with non-abbvie device.